Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger was unable to power on. Upon evaluation, there was liquid contamination on the battery board and the u1000 and u1001 processors were shorted. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the processor failure cannot be positively identified. The root cause of the inability to power on could not be distinguished between the contamination and the processor failure. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.